Event description:
It was reported that the user partially filled the insulin cartridge and sought guidance on proceeding without a full cartridge; coaching was provided to rewind, fill tubing until drops were visible, and reconnect without changing the infusion set, after which insulin delivery was resumed, and the user¿s blood glucose rose to 281 mg/dl for approximately two hours following a recent meal with no back-up therapy used, consistent with an infusion setup and tubing handling issue. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem related to an improper or incorrect procedure during cartridge and tubing handling, and involvement of the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.